Event description:
It was reported that the patient with this pacemaker questioned if the device was prematurely depleting. They also questioned if they were having pacemaker mediated tachycardia (pmt) episodes. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting normally. There were no stored episodes of pmt. Additional information was received which reported that the device later reached explant indicator, and the patient again suspected premature battery depletion. The device would be explanted and replaced. No adverse patient effects were reported. The device remains in service.